Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right atrial lead exhibited low pacing impedance. No intervention was performed. The patient was in stable condition.